Event description:
It was reported the system hand switch was stuck prior to a case resulting in extended exposure. There was no patient injury or death reported.

Manufacturer narrative:
A root cause investigation was completed related to this event. A subsequent review of the systems service history revealed the hand switch had not been replaced during the dates of the service history (pre-2010 to date of replacement) making the hand switch six or more years old. The failure of the hand switch was attributed to normal usage/wear and tear. No further action is planned at this time related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The handswitch was replaced during the service call. The system was tested and found to be working as intended and put back into service.